Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient had a controller exchange on (B)(6) 2018 in the setting of a yellow wrench alarm that was later determine to be a software issue. No further details were provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm was not confirmed. The heartmate ii system controller was not returned for analysis and no log files were submitted for review. Multiple good faith efforts were sent asking for the serial number of the heartmate ii system controller, if there was any additional information regarding the controller exchange on (B)(6) 2018, and if any products would be returning; however, to date no response was received. The root cause of the reported event was unable to be conclusively determined in this analysis. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including yellow wrench advisory alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.